Manufacturer narrative:
D10 concomitant product: vloca008l, vloca008l v-loc* 180 0 abs reload 20 cm (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic total hysterectomy (tlh) and salpingectomy or sling, while closing the cuff, the needle broke in two. The tip half of the needle fell into the patient¿s cavity. The piece of the needle was found and retrieved. X-ray was performed for the express purpose of locating the needle or confirming that all pieces were located. The loading unit was also difficult to unload. The surgery took extra time to find the broken needle piece and went over 85 minutes than scheduled. Another loading unit was used to complete the case.

Manufacturer narrative:
Additional information: e1 (first name, last name), e3, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.